Event description:
During a percutaneous transluminal angioplasty of the posterior tibial artery the physician delivered the balloon chateter to the lesion and tried to dilate, however the balloon did not inflate. The product appeared perfect during inspection. There were no anomalies noted during prepping. It is unknown if calcification was present in the vessel however tortuosity was not seen. An indeflator was used for inflation during procedure. There was no adverse consequence to the pt indicated. This product will be returned for evaluation and testing.